Event description:
This was a 76-year old male pt admitted with a grave prognosis after sustaining an acute anterior and distal inferior myocardial infarction. Approximately three and a half hours after admission, cardiopulmonary resuscitation was initiated which required endotracheal intubation. Endotracheal tube placement appeared adequate but there was an air leak in the cuff and changing of the tube was required, replacement of the tube did not result in adequate ventilation and another air leak was observed in the second tube. The third endotracheal tube was inserted without an air leak. The pt eventually died due to his cardiac disease.